Event description:
It was reported that an asymptomatic patient presented via (B)(6) transmission. A non-sustained lead noise episode due to post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.